Event description:
It was reported the customer dumped her insulin pump in the toilet. It was stated the display went blank immediately after exposure to water and the insulin pump was vibrating without an alarm or alert, as well as emitting a constant tone. The customer's blood glucose was not known. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to the corroded electronic assembly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.